Event description:
On (B)(6) 2025, a patient underwent a catheter placement using the hickman trifusion triple lumen long-term central venous catheter (silicone ltc triple lumen). During the procedure, it was noted to be leaked. As a result, the patient required additional intervention to remove the defective device and undergo another procedure to insert a replacement line. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of blue extender which clinician was holding. There was a hole noted on blue extender. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement using the hickman trifusion triple lumen long-term central venous catheter (silicone ltc triple lumen). During the procedure, it was noted to be leaked. As a result, the patient required additional intervention to remove the defective device and undergo another procedure to insert a replacement line. The current status of the patient is unknown.